Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they he got out of the pool to test he saw that the insulin pump was not turning on. Customer's blood glucose level was 75 mg/dl. Troubleshooting was provided for moisture expose. Customer reported that they did not heard fluid when shaking the insulin pump. Customer stated they saw fluid under the lcd. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.